Event description:
It was reported the patient did not recharge her ipg as recommended. In turn, the device was unable to communicate with the programmer due to it being inoperable. As a result, the patient's ipg was explanted and replaced (with a different model). Therapy was restored post-op.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.